Event description:
A pt used a lancet which had a cannula tip which was allegedly bent. The pt experienced discomfort and it was reported that the finger "festered". The pt visited a local hosp and foreign matter, alleged to be metal pieces, were removed by a dr. Co has rec'd back a sample of the bent lancet and inspected it visually. There do not appear to be any particles of the cannula missing. The reported incident occurred outside of the united states. Co is trying to gather more info, but have nothing further to report at this date.